Event description:
It was reported that a display issue occurred. A rotablator console was selected for use. During the procedure, it was noted that the display only works when the pedal is pressed. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Furthermore, a detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. G2 report source: corrected investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Risk review if completed: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned an investigation conclusion code of cause traced to component failure. This conclusion was selected because the reason for the display issue was most likely determined to be the hose the field service engineer (fse) analysis onsite and additional available information.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Furthermore, a detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a display issue occurred. A rotablator console was selected for use. During the procedure, it was noted that the display only works when the pedal is pressed. No patient complications were reported.